Event description:
Technician found an empty bed with a repair sign that stated 'bed broken brakes not working'.

Manufacturer narrative:
Technician replaced head end casters that were ratcheting when brakes were engaged. The plastic caster stems were broken.